Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with a syringe of juvéderm volbella® xc into the perioral lines. Patient had a morpheus laser treatment about two and a half months later and then underwent another one a month later. The following day, patient got hard and swollen lumps at the injection sites. A month later, patient was injected with two vials of hylenex and event is still ongoing.